Event description:
It was reported that the patient's right hip was revised due to drainage. An I&d was performed, and a 48g adm/ mdm poly insert and competitor head were revised for the same. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.